Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced. During the eval, the downstream sensor current reading was below spec with a fluid filled set loaded. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message. There was no patient involvement.